Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was treated by paramedics twice at home and was hospitalized for hypoglycemia from (B)(6) 2019 due to possible over delivery of insulin. It was reported that the customer woke up with 0.8 mmol/l on friday and had low blood glucose levels of 1.1 mmol/l on (B)(6) 2019. It was reported that both times the customer was not responsive. It was reported that the customer was treated with glycogens and multiple doses. It was reported that the customer had current blood glucose levels of 9.9 mmol/l. It was reported that the insulin pump did not stop delivering the insulin. It was reported that the suspend on low feature was not working on the insulin pump. It was reported that the insulin pump was not giving any alarms. It was reported that the customer had low blood glucose levels of 3.2 mmol/l to 3.9 mmol/l. It was reported that the customer had changed the infusion set three times on friday. Troubleshooting was performed during the call. The customer was advised to disconnect from the infusion set and remove reservoir from the insulin pump. It was reported that the reservoir was showing the same amount of insulin as shown on the status screen. It was reported that the programming was accurate. The customer was advised to return the insulin pump. Product is expected to return for analysis.